Manufacturer narrative:
The pump was returned to animas and the evaluation of the device was completed on (B)(4) 2012. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump's daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the download history. A 29-hour flow accuracy test was performed. The pump passed the flow accuracy test and was found to be delivering within the required specifications. No insulin delivery defects were found.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas and reported that on (B)(6), 2011, she was hospitalized and received IV fluids and insulin. According to the pump's prime history, the priming was performed on (B)(6) 2011. No addition primes were noted prior to the patient's admission to the hospital. No patterns or trends were identified in relation to the patient's blood glucose (bg) levels prior to the event. At an unspecified time on (B)(6), 2011, an ambulance arrived at the patient's house and a bg level of 488 mg/dl was obtained. The patient was reportedly nauseous at the time. By the patient arrived at an emergency room (ER), the patient's bg level was reportedly at 604 mg/dl. The animas representative involved in this contact noted that the patient was diagnosed with osteoporosis. However, it is unclear when the diagnosis was made in relation to the hospitalization. The patient claimed that a general doctor and an endocrinologist in the hospital requested for the pump to be replaced. Through troubleshooting, the animas representative did not find any issues with the pump, infusion set, site, or cartridge. The tdd added up correctly with the basal and bolus amounts. All bolus settings were confirmed. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and treated for hyperglycemia. However, at this time it is unknown if the pump and/or possible use error contributed to the patient's injury.